Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 7 days. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve. Of note, a 19mm edwards valve was also implanted in the aortic position.

Manufacturer narrative:
Manufacturer narrative: based on the follow-up with the health-care provider, the reason for explant was due to endocarditis, source is recurring endocarditis, and perivalvular leak. The health-care provider noted that the explant was patient related and not related to any device malfunction. No other details available. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Per the health-care provider, the patient had a recurring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that either results in removal of the implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.